Event description:
Additional information: it was reported that the patient was doing fine and was not experiencing any therapy related issues. The reporter was unsure if the explanted products were to be returned.

Event description:
It was reported the patient experienced an underdose. The patient had sweats and flu-like symptoms. Per reporter, "the patient had a catheter occlusion. He was taken to surgery and the catheter was replaced. Since the time was very close to him reaching eri with his pump, the physician elected to replace his patient's pump at the same time to save him having another surgical procedure". The pump was delivering hydromorphone.

Event description:
Additional information: the patient¿s withdrawal symptoms included cramps in addition to being sweaty.

Manufacturer narrative:
Catheter: model# 8703w, lot# l35108, implanted: (B)(6) 1995, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).